Event description:
The user facility reports while the physician was tightening down the introducer to the bolt, the last couple of turns resulted in the triple lumen rotating inside the introducer. The physician had to manually hold the triple lumen in order to tighten it into the bolt. The im3.st remains in the patient's head and it will be sent back when removed. A lot number is not available. At this time it is unknown if there was patient injury but intervention was required. Additional information has been requested.